Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a tornier tray and insert were used during an onkos surgical personalized shoulder revision case (B)(4). It was reported that the tray and insert dislocated. It is likely that the patient will be revised; however, no additional information was reported."